Manufacturer narrative:
Date of report: 22sep2021. (B)(6).

Event description:
The customer reported a ventilator fault. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failure. There was no onsite repair due to a third-party company assignment. The customer has denied repair from philips. Repair information has been repeatedly requested but was not provided. If new information becomes available, a follow-up report will be submitted.